Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level "high," exact value was not provided. A system check was performed by tandem technical support (cts), and it was determined that the customer has been using the cartridges beyond labeling. Cts educated customer on cartridge labeling. Customer changed the cartridge to resolve the issue.